Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self-test, off no power, unexpected restart error test, basic occlusion, occlusion, priming and excessive no delivery test. The insulin pump was received with scratches on the lcd window, cracked reservoir tube lip and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and issues with the insulin pump. Customer's blood glucose level was 436 mg/dl. Customer declined to troubleshoot and wanted the device to be replaced. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.